Event description:
A malfunction was reported, associated with a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it stayed below a critical threshold. Technical support provided instructions to reset the pump, and the customer received assistance with the process. It remains uncertain if the malfunction occurred again, and the customer was advised to follow up if the issue recurred.